Event description:
Reporter states, "insert would not fit into baseplate. Another insert available was implanted." There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.